Event description:
When dr. (B)(6) inserted the spsof-5-3 stent to the pancreatic duct, the front part of the stent was bent and could not be inserted ((B)(4)). Failed the same size of 2ea. So he inserted spsof-5-5 after dilation using sbdc. As per q2 from questionnaire: what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2, 0.025inch, 450cm; (B)(4) opened to capture the user error of incorrect size (0.025inch) wire guide used. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: please indicate where the device was stored prior to use. Plastic stent storage cabinet. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2, 0.025inch, 450cm. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr. (B)(6) did sphincterotomy using the clevercut. Was the wire guide inspected for damage prior to use?* no. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished?* they used spsof-5-5. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other: pancreatic duct. Was resistance encountered when advancing the wire guide to the target location?* a little. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. He did not dilate at first, he did dilate after two failures. Was resistance encountered when advancing the introduction system in place to the target location?* n/a. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. N/a. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visiglide2, pc-5. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 13-mar-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation on the 13-mar-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.